Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary artery disease and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to exertional angina since several weeks and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was a de novo lesion located in the first obtuse marginal branch (om1) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.89 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75mm x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the left main coronary artery (lmca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to emergency department due to cramping chest pain radiating from the left side of his chest to his left shoulder and arm with diaphoresis, and was hospitalized on the same day. Upon admission, electrocardiogram (EKG) revealed mild st-t changes in the lateral leads but no convincing evidence of st segment elevation myocardial infarction (stemi). The patient was admitted to the telemetry unit to rule out acute coronary syndrome. The patient was referred for cardiac catheterization. The 95% isr of the study stent located in lmca was treated with balloon angioplasty and placement of a 3.5 mm x 12 mm resolute integrity des, with 0% residual stenosis. The following day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.